Manufacturer narrative:
The primary complaint of tcmid 6 (ce post failure) was confirmed during evaluation. The cooling engine was found to be defective. The console failed functional testing. The reported error was reproduced during evaluation. Further investigation found that the cooling engine is defective. The thermogard xp ivt console is a reusable device and was manufactured on 03/30/2012. Unrelated to the reported complaint, during visual inspection, damage to the assembly top lid and white rollers were found and multiple bubbles were observed on the window display. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivt console with serial number (B)(4).

Event description:
The customer's biomed technician reported that the thermogard xp ivt console (s/n: (B)(4)) displayed an error message of tcmid 6 (ce post failure). Despite cleaning the intake air filter, the reported error message continued. There is no known patient consequence reported.